Manufacturer narrative:
Add'l info: catalog # 72404130, serial# (B)(4); catalog # 72400024; serial # (B)(4); catalog # 72404127, serial # (B)(4).

Event description:
It was reported the pt was originally implanted with an artificial urinary sphincter tandem cuff system on (B)(6), 2012. Following the implant surgery, the pt experienced postoperative pain and episodes of "fainting/passing out." The specific date of the onset of symptoms was unk. On (B)(6), 2012, the pt was brought to the emergency room, assessed, and taken to surgery at 1:00 am on (B)(4), 2012. The device was explanted due to "gangrene infection in the urethra and the scrotum." Urine began leaking from the urethra upon removal of the cuffs. Urine was also noted to be leaking from the scrotum. The testicles and scrotum were removed due to gangrene. Add'l info indicated the pt was septic, experienced a "heart attack and passed away". Further details and the official cause death were not provided.